Manufacturer narrative:
A2: age at time of event: above 18 years and older. Device is a combination product. Device evaluated by MFR: synergy ous mr 4.00 x 28mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts from the proximal end of the stent were lifted from their crimped positions. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no issues. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found multiple kinks along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The 80% stenosed, 4.00mmx26mm, eccentric, de novo target lesion was located in the moderately tortuous and mildly calcified proximal left circumflex coronary artery (lcx). The patient also had a lesion at the left main (lm), distal lcx, and in-stent restenosis (isr) at the left anterior descending artery (lad). After a 6f non-bsc guide catheter and non-bsc guidewires were crossed the lcx and lad, pre-dilation was performed in the distal lcx with a 2.50x15mm emerge balloon catheter and stented with a 2.25x18mm non-bsc stent. Intravascular ultrasound (ivus) was used to interrogate the proximal lcx, lm, and lad. The lesion at the lm was found to be not significant (mla >6.0mm2), so the physician decided to stent the lcx and plain old balloon angioplasty (poba) the isr lad with a 3.0x30 non-bsc drug coated balloon. A 4.00 x 28mm synergy drug-eluting stent was tried to advanced the lesion at the proximal lcx after it was pre-dilated with a 4.00x15mm nc emerge balloon catheter. However, the device failed to cross the lesion. Upon removal of the stent, some struts were noticed to be deformed. The physician used a 3.5x10mm non-bsc and a 4.50x12mm nc emerge balloon catheters, and subsequently managed to successfully deploy a 4.00x28mm non-bsc stent with the assistance of a 6f guidezilla ii and post-dilating the deployed stent with a 5.00x12mm nc emerge balloon catheter. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: above 18 years and older. Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The 80% stenosed, 4.00mmx26mm, eccentric, de novo target lesion was located in the moderately tortuous and mildly calcified proximal left circumflex coronary artery (lcx). The patient also had a lesion at the left main (lm), distal lcx, and in-stent restenosis (isr) at the left anterior descending artery (lad). After a 6f non-bsc guide catheter and non-bsc guidewires were crossed the lcx and lad, pre-dilation was performed in the distal lcx with a 2.50x15mm emerge balloon catheter and stented with a 2.25x18mm non-bsc stent. Intravascular ultrasound (ivus) was used to interrogate the proximal lcx, lm, and lad. The lesion at the lm was found to be not significant (mla >6.0mm2), so the physician decided to stent the lcx and plain old balloon angioplasty (poba) the isr lad with a 3.0x30 non-bsc drug coated balloon. A 4.00 x 28mm synergy drug-eluting stent was tried to advanced the lesion at the proximal lcx after it was pre-dilated with a 4.00x15mm nc emerge balloon catheter. However, the device failed to cross the lesion. Upon removal of the stent, some struts were noticed to be deformed. The physician used a 3.5x10mm non-bsc and a 4.50x12mm nc emerge balloon catheters, and subsequently managed to successfully deploy a 4.00x28mm non-bsc stent with the assistance of a 6f guidezilla ii and post-dilating the deployed stent with a 5.00x12mm nc emerge balloon catheter. No patient complications were reported and the patient's status was stable.